Event description:
A 24 mm diamter x 14 mm diamter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a abdominal aortic aneurysm in 2002. Aneurysm morphlogy is unknown. The iliac arteries were reported to be angulated and very tortous. It was reported that the ipsilateral limb of the stent graft was kinked after deployment because of the pt's anatomy. However, the case was reported to have good results in spite of the kink. The physician felt that because of the kink, the limb might occlude post-procedure. Approx one month post-procedure, the ipsilateral common iliac artery was found to be occluded. Thrombolysis was performed, and a stent was successfuly implanted inside the stent graft. No clinical sequelae were reported, and the pt is reported to be fine.